Event description:
Procedure: hysterectomy. According to the reporter: the outer seal of the trocar was removed, a specimen retrieval bag was inserted through the port and when inserting, it pulled the inner gimbal seal into the patient. The seal fell into the patient and it was retrieved. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.